Event description:
It was reported by the hamilton police service that they are investigating a death of a hospital care patient. The reporter at hamilton police service stated their preliminary investigation suggested that a morphine overdose may have contributed to patient's death. The reporter has requested that smiths medical examine the pump that was in use for morphine delivery. The reporter has stated that "at this time, there is no reason to believe that an equipment malfunction occurred".

Manufacturer narrative:
One cadd pump was returned for analysis. Analysis of the event history log showed no anomalies in the operation of the device no failures of the device to function properly the device performed as programmed. There were also no issues found with the programming of the device. Therefore, the conclusion is that the device had no role in the patient outcome.